Manufacturer narrative:
Investigation results were made available. Additional: h2, h4, h6. Correction: b4, b5, g4, g7, h10. Event description: it was reported that the product was revised on (B)(6) 2020 due to pseudo tumor and metallosis. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check could not be performed as only the complained product is known. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Conclusion: it was reported that the product was revised on (B)(6) 2020 due to pseudo tumor and metallosis. Neither x-rays, operative notes, office visit notes, nor device(s) or photos of the device(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may have affected the performance of the components s and relevant medical history are unknown. Further it was reported that the implant was implanted on (B)(6) 2007. The review of the manufacturing records of the reported device revealed that the device was manufactured in (B)(6) 2007. Due to this discrepancy the implantation date is taken as unknown. Due to the lack of information and only based on the investigation the reported event cannot be confirmed. The investigation did identify a nonconformance or a complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Investigation has been completed.

Manufacturer narrative:
The manufacturer received other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on an unknown side and underwent revision surgery due to pseudo tumor and metallosis.